Manufacturer narrative:
H3: one device was received for evaluation. Review of the service history identified no relevant service history within the review period. The customer reported issue was able to be replicated through reviewing the alarm history. The probable cause was a damaged printed circuit board assembly (pcba). The board was replaced. A performance verification test was performed, and the device passed all testing criteria.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the fluid warner exhibited no audible alarms during testing. There was no patient involvement, no patient injury was reported.